Event description:
A (B)(6) male pt's granddaughter contacted zoll customer support to report that the pt's charger/modem was not doing anything. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem (B)(4) has been completed. The reported problem (charger/modem not working) has been confirmed. The cause for the defective charger/modem is a thermally damaged transistor (q1). The q1 transistor controls the current flow to the battery while charging. The root cause of the damaged q1 cannot be positively identified, but is likely random component failure. No adverse event resulted from the damaged transistor. The pt received a replacement charger/modem.